Event description:
A cartridge alarm issue was reported by the caller during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy, with no further actions required. The issue was resolved.